Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection did not find any issues. The device passed accuracy and electrical safety tests. A simulated therapy was performed with no issues noted. Device was calibrated in matter of pressure, temperature and volume. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue; the highest drain volume was found to be only 1345ml, which does not meet iipv criteria. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. An event history log review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event on the homechoice. The patient was on 70% tidal therapy with a fill volume of 1800ml and a set total ultrafiltration of 10ml. The patient drained 3000ml. The issue occurred during the final drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.